Event description:
Reporter alleged, when customer was in the hosp for a condition not related to diabetes, a comparison was performed between the customer's meter and the hosp device. It was stated, the customer's meter read 213 mg/dl compared to the hosp meter reading of 107 mg/dl, when testing was performed within less than a minute apart. Reporter indicated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.